Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 3 was failed. A field service engineer (fse) identified that no hardware failure. The fse then cleaned all the latches and ran a hardware test application to resolve the issue. The door was open and closed. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 3 failed. The customer mentioned that it could be recovered and used, but it was delaying treatment at times. This was the door where the respiratory medications were stored. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.